Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing and high capture thresholds on the right ventricular (rv) channel. As a result of the undersensing, inappropriate pacing occurred on a t-wave, which appeared to accelerate the patient's normal sinus rhythm to ventricular tachycardia (vt). After appropriate pacing for vt, the rhythm was converted. Technical services (ts) recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.